Manufacturer narrative:
H6. Investigation: five photos were received and evaluated. One photo displayed a blister pack from batch 0104829 (p/n 302995). Two photos displayed a loose 10ml syringe with what appeared to be damage at the bottom of the barrel near the tip and a strand of plastic extending from the damage to the collar. The barrel damage was rejectable per product specification. Two photos displayed a loose 10ml syringe that appeared to be manipulated as there was clear visible droplets inside. There was also a small white foreign matter particle in the fluid path attached to the stopper. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0104829 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the damaged barrel defect is associated with the assembly process. A potential root cause for the foreign matter defect could not be confirmed to originate from the manufacturing facility. The syringe in the photo was manipulated and the foreign matter particle did not appear to be related to any components used in the manufacturing process. No corrective actions are necessary based on the defective rate identified. Batch 0104829 is considered incompliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd syringe luer-lok¿ tips experienced device damage/deformation while still considered operable, and foreign matter contamination. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 302995, batch no: 0104829. Event description: the tip of the syringes are cracked and could leak. These were noticed prior to usage. Customer has 10 boxes. Complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Has health canada been informed? No. Qty affected: 10 bx. Was the product received in this condition? ¿ box was in good condition. Product is typically all used in same week as delivery. Confirm lot / batch # / expiration date ¿ unsure now. What was the shape of the packaging when it arrived at the facility? ¿ the boxes were unopened. Sent the same day to customer. Are the pictures of one syringe or multiples? ¿ multiple. Customer threw out a few boxes. How many syringes were affected? ¿ 10 boxes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd syringe luer-lok¿ tips experienced device damage/deformation while still considered operable, and foreign matter contamination. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 302995 batch no: 0104829. Event description: the tip of the syringes are cracked and could leak. These were noticed prior to usage. Customer has 10 boxes. Complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Has (B)(6) been informed? No. Qty affected: 10 bx. Was the product received in this condition? ¿ box was in good condition. Product is typically all used in same week as delivery. Confirm lot / batch # / expiration date ¿ unsure now. What was the shape of the packaging when it arrived at the facility? ¿ the boxes were unopened. Sent the same day to customer. Are the pictures of one syringe or multiples? ¿ multiple. Customer threw out a few boxes. How many syringes were affected? ¿ 10 boxes.